Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. Philips field service engineer (fse) determined the power supply was faulty. Fse replaced the power supply and returned the device in good working order to the customer for normal use.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports while the battery is charging, the charging and the battery leds flash. The machine does not turn on when connected to the network, whereas it works when powered by the battery. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02/01/2019. Date received by manufacturer: 01/25/2019. The power supply was returned to philips for failure analysis. Testing revealed that a component failure prevented the power supply from operating on alternating current power.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. Philips field service engineer (fse) determined the power supply was faulty. Fse replaced the power supply and returned the device in good working order to the customer for normal use.